Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded and not returned. Per the instructions for use of the device, catheter disconnection is a known possible risk of use of the device. The attending physician was not aware of the cause of the catheter disconnection. Internal complaint number: (B)(4).

Event description:
Agent reported a catheter revision due to catheter disconnection. It was reported that the catheter was disconnected from the pump so the physician decided to trim it. There were no reported patient effects. The trimmed catheter segment was discarded.